Manufacturer narrative:
The device is available for analysis but has not yet been received. The lot number has not yet been provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when deployed. The device was then removed with no issues and a second mynx vcd was opened and it deployed fine. There was no reported patient injury. The right common femoral artery was accessed and it was 95% occluded. The diagnostic angiogram was completed using a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the common femoral artery (cfa) with pvd presence/calcification in the cfa; however, unsure if it was in the vicinity of the puncture site. The device lot number was not provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The rep confirmed that a 5f mynx control vcd was associated with this event. The device lot number was not provided. The device was returned for evaluation.